Manufacturer narrative:
Analysis of the extension ((B)(4)) found the conductor of the extension body was broken less than 5cm from the proximal end.

Manufacturer narrative:
(B)(4).

Event description:
The health care provider (hcp) reported via the company representative that at the initial implant surgery, during the intraoperative impedance check, contact 0 had greater than 40,000 ohm impedance readings on all electrode combinations. Reconnecting the implantable neurostimulator (ins) and connector was attempted, but this did not resolve the issue. Impedance testing of the lead alone with an external neurostimulator (ens) found all electrode combinations to have within range impedances. The extension was explanted and a new one put in and all impedances were within range. The company representative added that this was the third extension that they have sent back due to broken contacts. No patient symptoms were reported; the patient was noted to be alive with no injury at the time of the report. It was noted that the issue was resolved at the time of the report. Indications for use: dystonia <(>&<)> movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension. Product ID: neu_unknown_lead, product type: lead. Product ID: neu_ens_stimulator, product type: external neurostimulator. (B)(4) analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The health care provider (hcp) reported via the company representative that at the initial implant surgery, during the intraoperative impedance check, contact 0 had greater than 40,000 ohm impedance readings on all electrode combinations. Reconnecting the implantable neurostimulator (ins) and connector was attempted, but this did not resolve the issue. Impedance testing of the lead alone with an external neurostimulator (ens) found all electrode combinations to have within range impedances. The extension was explanted and a new one put in and all impedances were within range. No patient symptoms were reported; the patient was noted to be alive with no injury at the time of the report. It was noted that the issue was resolved at the time of the report. Indications for use: dystonia <(>&<)> movement disorders